Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head did not turn on. The issue occurred during preparation for use for an unspecified diagnostic of procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is traced to component failure. The intermittent image issue was due to a faulty cable connector with scratches on its pins. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head did not turn on. The issue occurred during preparation for use for an unspecified diagnostic of procedure that was completed using a similar device. There were no reports of patient harm.